Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. Although a probable temporal association exists between dialysis therapy with fresenius products and the events of bacterial peritonitis with subsequent ensuing sepsis and acute respiratory failure/ suspected respiratory arrest; there is no documentation that indicates a causal relationship between fresenius products and the adverse events. Moreover, there is no documented allegations against any fresenius products and these events. Furthermore, the details of the patient¿s last dialysis treatment corresponding to these adverse events are unknown. The etiology of the peritonitis event is unknown. However, it is possible the bacterial peritonitis infection lead to the subsequent development of sepsis, and ultimately respiratory failure/ arrest. The patient also has significant cardiac/ medical comorbidities which may have been a potential contributory factor in the severity of the patient¿s adverse events. Due to multi-factorial potential contributory sources actual causality cannot be determined at this time. Should additional information become available, this clinical investigation will be re-evaluated.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation and clinical investigation.

Event description:
Medical records were received which revealed that in (B)(6) the patient was admitted to the hospital for acute respiratory failure and suspected respiratory arrest. The patient was also noted to have speculum bacterial peritonitis with sepsis.